Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged front and bottom enclosures were noted. The front and bottom enclosure were replaced to address the issue. Review of the archive data indicated user advisory (ua) 18 errors occurred on the reported event date, thus confirming customer complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) simulating end take up and no faults or errors were observed. The autopulse passed all the testing and met all the required specifications. Historical complaints were reviewed for service information related to the reported complaint and there were no similar history of complaint reported for autopulse sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. No patient involvement was reported.